Event description:
The sensor was applied correctly and the reader stopped after 5 minutes and there were no data for the app to monitor the activity. Our insurance will only cover 2 sensors and we need a replacement for the sensor. It's very expensive to replace a sensor that you already paid for that malfunctioned and we need a replacement to monitor a vital situation.